Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer was not aware that her blood glucose levels had gone low, and her daughter found her blowing bubbles in bed. The customer stated that she had been experiencing low blood glucose levels all week long, possibly due to a urinary tract infection. The customer also reported repeated alarms on the insulin pump. The reservoir volume did not match with the amount of insulin in the reservoir. Advised that the insulin pump would be replaced. Nothing further was reported.